Event description:
The article, "safety and efficacy of the unilateral, suture-based, dry-closure technique in percutaneous trans-axillary aortic valve implantation", was reviewed. The article presented a retrospective, single center study on the impact of the unilateral suture-mediated, dry-closure technique on vascular safety and efficacy in patients undergoing percutaneous transaxillary valve implantation (tax-tavi). Devices included in the study were evolut r/pro/pro +/fx, sapien 3 ultra, acurate neo2, and navitor. The article concluded that unilateral, suture-based dry-closure technique facilitates safe and effective access management in high-risk patients selected for percutaneous tax-tavi procedures. [The primary and corresponding author was nicolas m. Van mieghem, department of cardiology, erasmus university medical center, rotterdam, netherlands, with corresponding email: mailto:n.vanmieghem@erasmusmc.nl] the time frame of the study was from december 2017 to november 2024. A total of 77 patients were included in the study, of which 3 received an abbott device. The average age was 79 years and the average gender was female. Comorbidities included hypertension, diabetes mellitus, peripheral vascular disease, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior cerebrovascular event, pacemaker implant, and aortic/mitral regurgitation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: safety and efficacy of the unilateral, suture-based, dry-closure technique in percutaneous trans-axillary aortic valve implantation.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, peripheral vascular disease, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior cerebrovascular event, pacemaker implant, and aortic/mitral regurgitation. Complications reported included surgical intervention (pacemaker), unexpected medical intervention (post-dilatation), stroke, obstruction, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: safety and efficacy of the unilateral, suture-based, dry-closure technique in percutaneous trans-axillary aortic valve implantation.